Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx (lot: unknown); product type: implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that on (B)(6) 2026, when the surgeon was using this consumable to deliver the liquid embolic system, adhesive leakage occurred on the sterile field. The apollo catheter was immediately replaced with another of the same specification to complete the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The patient was not affected and no patient symptoms or complications were associated with this event.